Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui, dysfunctional uterine bleeding, endometriosis, and pelvic pain. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence, bleeding, and dyspareunia. It was reported that patient underwent mesh revision/removal on (B)(6) 2013 due to dypareunia, pelvic pain, foreign body in genitourinary tract, incomplete bladder emptying, cystourethroclele and mesh erosion into the anterior vaginal mucosa. It was reported that the patient underwent a tah with partial left salpingectomy on (B)(6) 2013 due to chronic pelvic pain, menometrorrhagia and probable adenomyosis.